Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the insulation on the jaw wire insulation was damaged. The reported condition was confirmed. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. The investigation identified the cause of the reported event to be an user error. The instructions for use (IFU) states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the device was placed in the surgical field but the device was not used yet, the jaw had some "little gray pieces" that were bowed out on the side and that they "peeled off" and you could see the wiring. No components fell into the patient. A new device was used to complete the case. No patient injury.